Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: sigmoid resection. According to the reporter: the surgeon applied the device on the distal sigmoid and he noticed that after application, the staples did not form properly. This caused some intestinal spillage in the abdomen of the pt. He then applied a second application 1cm below the first application without any problem. Pt was put on antibiotics and he is doing ok.